Event description:
Customer stated that the insulin pump is giving her problems. The insulin pump is alarming no delivery. Customer is hospitalized. The blood glucose reading at the time of the event was 800 mg/dl. The insulin pump is alarming excessive no delivery alarms. Customer is frustrated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.